Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the output connector assembly was broken. Analysis also found the lower case was damaged, the display wire insulation was pinched (wire insulation not compromised), and one case screw was contaminated. It was noted nine stuck buttons detected (on/off), nine stuck buttons recovered. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.